Event description:
It was reported that the customer's pump reset unexpectedly. The customer thinks the reset occurred at 50% battery life. After the reset, however, the battery displayed 5%. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.